Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid found on the distal conductor.

Event description:
It was reported that the left ventricular lead dislodged. It was removed and replaced. The device was at elective replacement indicator (eri), it was removed and replaced at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.